Event description:
A pt underwent low anterior resection due to a colon malignancy using the colonring device. The procedure started as a laparoscopic procedure that has converted to open procedure due to complications caused by holes in the right intestine. On pod 2, the pt had fever and peritonitis. The pt was reoperated, stomas have been conducted from both stamps.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)); and the importer ((B)(4)), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval and there is no info regarding the device lot/serial number, therefore, no conclusion could be drawn based on the very limited info we have regarding this event. Anastomotic leakage, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices. Pt's co-morbidities such as diabetes and obesity are known to be associated with an increased risk of anastomotic failure.